Event description:
Procedure: sleeve gastrectomy. According to the reporter: the handle snapped during the case. Seam guard was also used with the device. Removed device and opened a new device to complete the case. No delay in operating room time, no bleeding or pt injury was reported. There was no report of poor staple formation or tissue damage.

Manufacturer narrative:
(B) (4). (B) (4).